Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The device was successfully implanted at a depth of 3mm, but at the end of the case, the patient was noted to be in av block. A pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The physician believes the block was due to balloon dilation.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The device was successfully implanted at a depth of 3mm, but at the end of the case, the patient was noted to be in av block. A pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The physician believes the block was due to balloon dilation.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.